Event description:
On (B)(6) 2021, the customer reported that aldahol (disinfectant) was used in the endoscope reprocessor without any activator. The problem was not identified until two hours after the occurrence. The customer later reported that 3 days had passed between the procedure and cleaning. The physician then reported that follow up was conducted with 6 patients who had a procedure that day and there were no adverse effects reported. Per the physician, there were no instances of infection or positive culture due to this event. This first event is reported under patient identifier (B)(6). On (B)(6) 2021, the customer reported the aldahol had failed but the physician advised to continue to place the scopes in the endoscope reprocessor. Per the customer, "as of today the dip stick is turning colors with pink blotches on it. The tech informed [the physician] the aldahol failed and not to schedule patients for the next day as they have no more aladahol in [the facility] to refill the machine. He did not...cancel the patients [and] told [the tech] we just changed the aldahol it will be fine. He has no opa (disinfectant) to soak any scopes as a back up." It is currently unknown if there was any patient impact due to this event. This second event will be reported under patient identifier (B)(6).

Manufacturer narrative:
The olympus technical service representatives answered the customer's questions during the intake process. The representatives confirmed the device would not be damaged without activator and advised the scopes should be precleaned at bedside and need to be cleaned within an hour of the procedure time. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event occurred because the user did not understand proper usage of aldahol. Olympus provided the customer with a letter documenting the proper use of the oer-pro per the instructions for use, which are as follows: "if the concentration of the disinfectant solution was not checked prior to reprocessing, you may check during the disinfection process of the reprocessing cycle. When it fails to meet the minimum recommended concentration, follow the instructions in this section ¿restarting the reprocessing after stopping due to disinfectant solution failure¿ on page 66". "Warning! - stop the reprocessing cycle when the disinfectant solution fails to meet the minimum recommended concentration. Replace the disinfectant solution and perform the reprocessing from the beginning. Otherwise, the reprocessing may be insufficient." "Warning! - the use life of the disinfectant solution may vary depending on many factors, including storage conditions, and the temperature of the environment where the equipment is installed. Routinely check the concentration of the disinfectant solution with the test strip before performing endoscope disinfection. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life." Additionally, aldahol 1.8 instructions for use were provided as follows: "activate the aldahol 1.8 activate the aldahol 1.8 by adding the entire contents of the attached aldahol 1.8 activator vial to the inactivated clear solution. Apply cap and shake well to dissolve the activator salts. The activated solution will immediately turn red, indicating that is ready to use. Record the date of activation and expiration date for activated solution in the space provided on the label, or in a log book, and on the bucket or tray used to hold the aldahol 1.8." Olympus will continue to monitor field performance for this device.